Event description:
It was reported that the compressor could not be turned on. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The compressor transformer was concluded on-site to be faulty by the field service engineer. After the transformer was exchanged, the compressor regained function according specification. The replaced transformer was sent in for investigation. The transformer is fitted with two 115°c, non-resettable thermal over-temp fuses, one in each winding. Both thermal fuses were removed and their resistance was measured. It could be confirmed that one of the thermal fuses had opened. It is concluded that the transformer was subject to overheating, and that the protection fuses have functioned as intended. The cause of these high temperatures has not been possible to establish by this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).